Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4) on 08-oct-2019. The most recent information was received on 25-oct-2019. This spontaneous case was reported by a consumer and describes the occurrence of metrorrhagia ('metrorrhagia') and ureteric injury ('removal of essure with complication: ureter affected') in a 48-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On(B)(6) 2012, the patient had essure inserted. On (B)(6) 2019, the patient experienced ureteric injury (seriousness criteria medically significant and intervention required), procedural complication ("removal of essure with complication") and complication of device removal ("removal of essure with complication"), 6 years 8 months after insertion of essure. On an unknown date, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required), headache ("headaches"), malaise ("malaises"), fatigue ("excessive fatigue"), dry eye ("dry eye"), alopecia ("hair loss") and dizziness ("dizziness"). The patient was treated with surgery (removal of essure on (B)(6) 2019 and second surgery needed on (B)(6) 2019 to insert a double-j catheter in the left kidney). Essure was removed on (B)(6) 2019. At the time of the report, the metrorrhagia, ureteric injury, headache, malaise, fatigue, dry eye, alopecia, dizziness, procedural complication and complication of device removal outcome was unknown. The reporter provided no causality assessment for alopecia, complication of device removal, dizziness, dry eye, fatigue, headache, malaise, metrorrhagia, procedural complication and ureteric injury with essure. The reporter commented: third surgical procedure scheduled for (B)(6) 2019 to remove the catheter from the left kidney. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 08-oct-2019. The most recent information was received on 08-oct-2019. This spontaneous case was reported by a consumer and describes the occurrence of metrorrhagia ('metrorrhagia') and ureteric injury ('removal of essure with complication: ureter affected') in a 48-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2019, the patient experienced ureteric injury (seriousness criteria medically significant and intervention required), procedural complication ("removal of essure with complication") and complication of device removal ("removal of essure with complication"), 6 years 8 months after insertion of essure. On an unknown date, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required), headache ("headaches"), malaise ("malaises"), fatigue ("excessive fatigue"), dry eye ("dry eye"), alopecia ("hair loss") and dizziness ("dizziness"). The patient was treated with surgery (removal of essure on (B)(6) 2019 and second surgery needed on (B)(6) 2019 to insert a double-j catheter in the left kidney). Essure was removed on (B)(6) 2019. At the time of the report, the metrorrhagia, ureteric injury, headache, malaise, fatigue, dry eye, alopecia, dizziness, procedural complication and complication of device removal outcome was unknown. The reporter provided no causality assessment for alopecia, complication of device removal, dizziness, dry eye, fatigue, headache, malaise, metrorrhagia, procedural complication and ureteric injury with essure. The reporter commented: third surgical procedure scheduled for (B)(6) 2019 to remove the catheter from the left kidney. Amendment: the report was amended for the following reason: previously reported event discomfort was updated to malaises. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 08-oct-2019. This spontaneous case was reported by a consumer and describes the occurrence of metrorrhagia ('metrorrhagia') and ureteric injury ('removal of essure with complication: ureter affected') in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2019, the patient experienced ureteric injury (seriousness criteria medically significant and intervention required), procedural complication ("removal of essure with complication") and complication of device removal ("removal of essure with complication"), 6 years 8 months after insertion of essure. On an unknown date, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required), headache ("headaches"), discomfort ("discomfort"), fatigue ("excessive fatigue"), dry eye ("dry eye"), alopecia ("hair loss") and dizziness ("dizziness"). The patient was treated with surgery (removal of essure on (B)(6) 2019 and second surgery needed on (B)(6) 2019 to insert a double-j catheter in the left kidney). Essure was removed on (B)(6) 2019. At the time of the report, the metrorrhagia, ureteric injury, headache, discomfort, fatigue, dry eye, alopecia, dizziness, procedural complication and complication of device removal outcome was unknown. The reporter provided no causality assessment for alopecia, complication of device removal, discomfort, dizziness, dry eye, fatigue, headache, metrorrhagia, procedural complication and ureteric injury with essure. The reporter commented: third surgical procedure scheduled for (B)(6) 2019 to remove the catheter from the left kidney. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.